Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital due to unrelated reasons. Upon device interrogation, noise on both the right ventricular and right atrial lead was noted. The noise resulted in multiple noise reversion and ams episodes. The patient was asymptomatic to the lead noise. It was noted that the right atrial lead had a history of noise for past two years. The noise on the ra lead was reproducible in the clinic with pocket manipulation. The device was reprogrammed. The patient will continue to be monitored.

Event description:
New information received noted that on (B)(4) 2019 during routine device change out procedure, oversensing of noise was still present on both the leads. Upon inspection of both leads, insulation breach was observed; the physician repaired the leads with medical adhesive and suture sleeve. The patient tolerated the procedure well and was in stable condition.